Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed troponin result on the architect i1000sr analyzer. The following data was provided (ng/ml): (B)(6): initial < 0.01 (the customer uses a cutoff of 0.04). The sample was tested on another method as positive (beckman 0.16). Two additional patients were also discrepant: patient 2 initial result < 0.01, repeat on beckman 0.04, patient 3 initial result < 0.01, repeat on beckman 0.05. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of two parts: manifold kit valve and 2-way bypass valve. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The conclusion code was corrected. The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.